Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that during a fistulogram of the left arm using a performer introducer, the sheath sheared off inside the patient's arm. Additional event details provided by the cook district manager was that "the attending physician stated that the fellow bent the sheath while it was inside of the patient which caused a piece of it to break off. The attending physician also stated that there was nothing wrong with the sheath, but rather the fellow made a mistake in handling the sheath. The sheath had to be snared thru the patient's groin. There was no unintended section of the device left inside of the patient. It was reported that there were no issues with the wire or any other instruments.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. One performer introducer sheath was returned for investigation. The sheath tubing was separated into two segments. The overall length of the two segments was found to be 6.2 cm. The tubing was jagged and slightly elongated at the separation sites. The distal separated segment was kinked in several locations. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Per the IFU: "this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." "When inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." Based on the information provided and results of the investigation the root cause of this occurrence is most likely related to user technique. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.